Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age at time of event unknown / not provided. A4: patient weight unknown / not provided.

Event description:
It was reported that during clinical procedure the vial was received without implant. Procedure was completed with other implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsx41b10, (tsx¿ implant, 4.1mmd, 10mml) for evaluation. Visual evaluation of the as returned device identified the implant packaging was missing, only the outer vial was returned, and was observed already opened. The tamper seal / ring was broken. The inner vial, and the actual implant were missing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number 1269335. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1269335 for similar events and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is improper handling of devices/packaging outside of zimvie control. Therefore, based on the available information, the packaging malfunction could not be verified. The reported event/coob was non-verifiable since the condition of the product/packaging when received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.